Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of returned device confirms the tandem str threaded hndle has fractured into two pieces. Both pieces were returned. The device exhibit signs of significant wear and use. The device was manufactured in 2013. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the tandem str threaded handle broke. The surgeon was trialing with a 52 head and it broke in his hand. While putting in the trial head. Nothing was left in the patient. It is unknown if there was a delay or how the procedure was finished.